Manufacturer narrative:
Insulin pump received with unresponsive buttons followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. No button error alarm noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no excessive no delivery/occlusion alarm and back light due to unresponsive buttons. Insulin pump received with cracked battery tube threads.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons sometime stick no delivery alarm. Customer¿s blood glucose was unknown at the time of incident. Customer states that changing batteries 1x a week, hairline crack by battery cap, back light dim, reservoir feels lose and frequently no delivery alarms; no low battery alarm. The insulin pump will not be returned for analysis.